Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced an exacerbation of a pre-existing condition. The patient reported the pressure of wearing the lifevest caused bleeding at a pre-existing IV line insertion site. The patient's doctor recommended the removal of the lifevest for a period of time. There is no alleged deficiency. Follow up was completed and the bleeding had stopped.